Manufacturer narrative:
The reagent lot number is 882379. The expiration date was not provided. The calibration recovery data provided was within specification. The qc recovery data showed some fluctuations. The customer checked the cell rinse station and probes and found that reagent probe head was loose and not completely locked in place, and that the gear pump pressure was low. The customer adjusted the reagent probe head. The maintenance actions performed by the customer resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 results for 2 patient samples on a cobas 6000 c501 module. Sample 1 had an initial result of 0.52 mmol/l. The customer questioned the result which prompted them to repeat the sample. The repeat result was 2.48 mmol/l. Sample 2 had an initial result of 0.55 mmol/l. The customer questioned the result which prompted them to repeat the sample. The sample was repeated on another c501 module and the result was 2.23 mmol/l. No questionable results were reported outside of the laboratory.